Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was above 500 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy. Additional information was not provided. Multiple follow-up attempts were made; however, no response was received.